Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a debulking procedure, the clips didn¿t close. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): cartridge cover. The analysis found that the mcm20 device was received with the cartridge cover out of its intended position. Due to this condition, the clips could not be fed and no further investigation could be performed in order to evaluate the reported event of clip malformation. A potential cause is that the cartridge cover was not properly assembled during the manufacturing process; however, no conclusion could be reached as to what may have caused this condition.